Event description:
A dr. Ofa hospital in france informed medtronic mis that the sensitive segment of this jetstream 18 catheter burst (ruptured) during embolization in the external carotid artery with ethibloc. The physician stated that he did not perfuse with high pressure.